Event description:
It was reported that (1) tl60 was used during a colon resection procedure. It was reported by the rep that the staples did not form when fired. Opened another device to complete the case. There was no consequence to pt.